Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 140 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. In addition, it was reported that resistance was experienced during the fill process. Reportedly, the customer was able to fill the cartridge without changing supplies. Customer¿s blood glucose was approximately 130 mg/dl.